Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2009, because of worsening of motoric pd symptoms in terms of increase of rigidity and tremor. To improve the symptoms the stimulation parameters were changed. The event was judged as device related. The stimulation status at the time of the event was as follows: "on," left: 1.8volts, 130hz, 60usec; right: 1.8volts, 130hz, 60usec. The patient was discharged on (B)(6) 2009.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), product type: extension. Product ID: 748240, serial# (B)(4), product type: extension. Product ID: 338940, lot# b0852360k, product type: lead. Product ID: 3389-28, lot# b0851808k, product type: lead. (B)(4).